Event description:
The customer contacted physio-control to report that their device had a service wrench present and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control contacted the customer and provided a quote for repair. Due to the age of the unit and the costs associated with repair the customer declined service. The customer advised that the unit has been retired. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.